Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, implant date: (B)(6) 2018. Product ID: dtba1q1 crt-d, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance and thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.